Event description:
It was reported that the xenon light source¿s power button was pressed but did not spring back, causing the unit to shut off. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.